Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she has been getting frequent motor error alarms. Customer's blood glucose level is 166 mg/dl. Customer was just wearing the pump when the alarm occurred. Customer does not use the sensor feature on the pump. Customer stated that they are able to rewind the sequences. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).